Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 510 mg/dl at the time of admission. The customer stated they were not feeling well and began to vomit prior to being hospitalized. The customer also reported being admitted into the intensive care unit. Customer also stated the cause of their hospitalization was from diabetic ketoacidosis. The customer declined to troubleshoot for their high blood glucose. No additional information provided.